Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product which caused double exposure images, where the confidence check fails the isocenter was not removed. This defect was resolved in mosaiq release 2.62 sp3. The customer will be upgraded to the new version.

Event description:
The customer reported that 2d mv images in mosaiq received from iviewgt do not display the isocenter correctly. Based on the available information, there has been no actual mistreatment.